Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture broke during left ovarian cyst removal. Another suture from same type was used to complete the case. The surgical time was extended due to device issue, but there was no patient injury.